Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the screen of the vela ventilator went black while on a patient and the ventilator kept cycling. The ventilator was replaced. There was no patient harm associated with this reported event.